Event description:
The user facility reported that during a diagnostic colonoscopy procedure, the image became so bright that the users were unable to see the anatomical structures, and they were unable to control the brightness on the light source using manual controls. The pt was reportedly transferred to another room, and the procedure was completed using a different light source and video processor. There was no pt harm associated with the report.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed that the image was intermittently unusually bright. The locking flap for the light source cable was missing on one side of the connector. The light source cable was not securely connected and resulted in the unusually bright image when the connector was partially seated. The missing locking flap was determined to be removed through physical damage. The eval also found that the light source endoscope connector socket was worn, and did not securely hold the endoscope connector on test endoscope. The eval also found the xenon light bulb to have exceeded the 500 hr recommended usage interval. The device has been serviced and returned to the customer. This medical device report is being filed in an abundance of caution.